Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device power lights would not come on and the device did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during training, it was observed that the lights would not come on, on the universal battery charger device. During in-house engineering evaluation, it was observed that the device did not function. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.